Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found the needle hub of the bd syringe with needle to have foreign matter-(hair) upon opening of the package. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the nurse found the needle hub of the bd syringe with needle to have foreign matter-(hair) upon opening of the package. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product, we were able to verify the presence of hair in the packaging between the hub of the needle and needle shield. A batch history review showed no non-conformances associated with this issue during the production of this batch. Bd performs thorough inspections in order to reduce any type of foreign matter in our products. The entire process, from assembly to packaging of the product, takes place in an environmentally controlled room. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. We routinely train all manufacturing personnel on these procedures to ensure we stay compliant with these practices. Investigation conclusion: the hair was lost by the operator during the assembly process and finally ended inside the needle.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the nurse found the needle hub of the bd syringe with needle to have foreign matter-(hair) upon opening of the package. Found before use. No reports of serious injury or medical intervention noted.